Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs-of-use in the form of biological material was observed on the inside of the extrusion. Visual analysis revealed that the sheath body contained a significantly rippled area. This damage is consistent with undue force being applied during insertion. The sheath body from the tabs to the distal tip measured 4" , which is within the specification limits of 3 7/8"-4 1/8" per the sheath graphic. The sheath outer diameter measured .078", which is within the specification limits of .075"-.081" per the sheath extrusion graphic. The sheath inner diameter measured .062", which is within the specification limits of .057"-.067" per the sheath extrusion graphic. The peel-away tabs were separated, and the sheath was separated down the extrusion. The sheath was able to tear completely down the seam line with little to no difficulty. Upon being separated, the ripples originally observed on the sheath were still visible on one of the sheath halves. A manual tug test confirmed that the sheath extrusion was secure to the respective tabs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip". The IFU also states, "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel". The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. Visual analysis revealed a large rippled portion on the sheath extrusion, which is consistent with undue force being applied during insertion. The returned sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report that the sheath appeared to resemble a "concertina" (contained folds/ripples), unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the sheath appeared to pucker up/accordion when inserting the sheath into the dilator. The sheath was able to peel away, but it did not peel smoothly and required extra force. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the sheath appeared to pucker up/accordian when inserting the sheath into the dilator. The sheath was able to peel away, but it did not peel smoothly and required extra force. No patient harm reported. The patient's condition is reported as fine.